Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an episode of inappropriate shock due to noise and oversensing. No other information was provided. This device was explanted nine years after implant. No further adverse patient effects were reported.